Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue of "no image, water came out of leak cap" was confirmed. Device evaluation and inspection found liquid leakage to the scope connector. The device exhibited error e315, no image due to water invasion. Furthermore, the watertightness of the air/water (a/w) found not maintained due to external factors. Furthermore, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors are observed. Due to handling, liquid leakage observed in the operation part. The curved rubber adhesive is missing. The curved rubber bond noted cracked due to external factors. The curved rubber adhesive part is cloudy. The lighting lens adhesion part is cloudy. Scratches are found on switch 1 (sw1) due to external factors. Wrinkles observed in the universal cord due to external factors. Liquid leakage noted in the universal cord. Peeling of paint found on the suction cylinder. Peeling of the paint fpound on the air/water supply cylinder. Scratches are found on the insertion part corrugated tube oredome due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "no image. Water came out of the leak cap". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the device exhibited an error e315 (error-scope error) message, indicating an electrical continuity error occurs due to water invasion in the scope connector. This report is being submitted for error e315 with electrical continuity occurred on the device found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the charge-coupled device (ccd) cable became disconnected or the ccd was defective. Olympus will continue to monitor field performance for this device.